Event description:
It was reported that, on an unknown date, a plum 360 would power cycle every time when the power cord is removed from the outlet. They replaced a combination of parts but nothing seemed to fix the issue and the cause is unknown. Parts that had been replaced were: chassis, front enclosure, power cord, cattery, cable from battery to psb (parts were replaced one by one and tested each time after). It was observed that the unit wouldn't alarm if plugged/unplugged before connecting to mednet, but once both connection symbols appear and the unit is unplugged, it alarms. There was no patient harm reported.

Manufacturer narrative:
On (B)(6) 2023 confirmed customer¿s complaint of the device powering off in dc power mode or not having dc power. Also confirmed the device would shut off on its own once the alternating current (ac) power was removed. The device does not power on in direct current (dc) power mode and automatically powers off when the device is unplugged. Replaced the main chassis assembly and the main battery. Pressed change battery softkey. The device now powers on in ac and dc power modes correctly. The device passed the self-test with no error alarms. The device no longer shuts off or powers off on its own. The probable cause for the device not powering up in dc power and shutting down on its own when ac is unplugged is an incorrect component (battery) installed. A non-ICU medical battery is installed in the device. The probable cause for the device not powering on is physical damage to the main chassis not consistent with normal wear and tear. During inspection found the front enclosure, rear enclosure, fluid shield, cassette door, pole clamp knob, ac power cord retainer, proximal tubing guide, and cassette door lever cover were damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, fluid shield, cassette door, pole clamp knob, ac power cord retainer, proximal tubing guide, and cassette door lever cover. The probable cause is physical damage/abuse not consistent with normal wear and tear.